Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during initial implant, the right ventricular pacing impedance was high and out of range and the lead helix could not be fully extended. The physician successfully implanted a different lead. The patient was stable throughout.

Manufacturer narrative:
Additional information: d10. Analysis was normal. No anomalies were found.